Event description:
It was reported that; the sales rep reported that the head of the screw came off while the surgeon was trying to reducing a spondylolisthesis (grade 2). The slip was significant and the surgeon, was trying to reduce this to normal sagittal balance. The surgeon was using the cork screw persuader as per the IFU. There was a significant surgical delay of approximately 45 minutes because the screw and rod needed to be replaced. Update: the customer further reported that the case was an l5/s1 correction for a grade 2 spondylolisthesis with posterior decompression and expandible cage.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and not relevant manufacturing issues were identified. Per the surgical technique, all correction maneuvers should be performed prior to final tightening. The increased rigidity of the construct after final tightening may have contributed to the tulip disengaging during the maneuver, as this puts a great deal of stress on the single screw. Conclusion: the most likely cause of the reported event is the application of excessive stress on the screw as a result of the construct configuration with the high angulation of the screw contributing to the event.

Event description:
It was reported that; the sales rep reported that the head of the screw came off while the surgeon was trying to reducing a spondylolisthesis (grade 2). The slip was significant and the surgeon, was trying to reduce this to normal sagittal balance. The surgeon was using the cork screw persuader as per the IFU. There was a significant surgical delay of approximately 45 minutes because the screw and rod needed to be replaced. The customer further reported that the case was an l5/s1 correction for a grade 2 spondylolisthesis with posterior decompression and expandible cage.